Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 3 devices were not evaluated, as the issues were identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 12 malfunction events, where it was reported that there is reduced/inadequate brake force. There was no patient involvement.